Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 4 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was readmitted on (B)(4) 2016 with recurrent gastrointestinal bleeding. The patient's hemoglobin (hgb) level was reported to be 5.6 g/dl and the patient was transfused with 6 units of packed red blood cells. After transfusion, the patient's hgb level increased to 9.3 g/dl. A video capsule study was positive for jejunal bleeding and a push enteroscopy revealed diffuse angioectasias. Octreotide therapy was initiated. The patient was discharged to home with an inr of 2. The lvad was reportedly functioning as expected.